Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while traveling, including episodes of low and high glucose, after beginning to announce meals with the ilet; low glucose was treated with oral glucose. Symptoms included hypoglycemia with diaphoresis. Outcomes included additional training scheduled for the pt. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.